Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT with contrast revealed that there was stent graft migration with a proximal type I endoleak. The aneurysm was reported as 5.8 cm in diameter, the aortic neck diameter 1 mm below renal artery was 24.2 mm, 10 mm below renal artery was 31 mm, 15 mm below 32.5 mm, 20 mm below 32.4 mm. The physician elected to implant an endurant aortic cuff and ten aptus endoanchors to successfully resolving the proximal type I endoleak. It was reported that one of the heli-fx aptus endoanchors did not penetrate the aortic wall on the lateral left side, the investigator does not know the cause of this issue. The physician stated that the cause of the migration and type ia endoleak were due to neck dilation. No additional clinical sequelae were reported and the patient is fine.